Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer was currently hospitalized due to a blood glucose level over 600 mg/dl. The caller reported that the insulin pump had no delivery alarms prior to the incident occurring. The insulin pump was not replaced or returned for analysis.